Event description:
It was reported that the user experienced an insulin occlusion while using the ilet with a teflon infusion set; the user received an occlusion alert, changed the infusion site, and insulin delivery resumed, with the highest reported blood glucose of 213 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the occlusion after the infusion set change without need for medical intervention or hospitalization. Investigation of this case revealed an occlusion associated with the infusion set that resolved after supply change, consistent with infusion set obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to the infusion set.